Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not charge) was confirmed. As received, the battery would not charge. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery wont' charge) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack and was producing of 21 charger faults. The cause for the failure was isolated to a defective battery board. Corrosion was discovered under connector j2. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery pack and battery charger/modem. The patient received a replacement battery pack and battery charger/modem. Device manufacture date: sn (B)(4) - manufactured 10/2011. Sn (B)(4) - manufactured 09/2011.

Event description:
A (B)(6) male patient's niece contacted zoll customer support to report that one of the patient's batteries would not charge properly. The patient was issued a replacement battery pack and battery charger/modem.